Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end-of-life (eol). The device was programmed to beep with elective replacement indicator (eri), however it was not reported that the device beeped, and it can not be determined when eri was reached. The device has reverted to storage mode with no pacing. The patient's heart rate on the monitor is 29 but patient is alert with good blood pressure. Patient lives in a alzheimer's home.